Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the alarm occurred when they were doing a set change. Customer thought her blood glucose level was over 100 mg/dl. Customer stated that the drive support cap was sticking out. Customer stated that the pump is cracked and the pump won't prime properly. Customer thinks that she set the pump on the counter and that it fell on the tile floor when she walked away. Customer stated that the cracks are around the reservoir compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the prime test due to a loose drive support disk. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.